Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The aneurysm and iliac morphology are unknown. It is reported that the stent graft was pulled down approximately 8mm upon runner retraction. There were no negative consequences towards the pt and no aortic cuff was required. It was reported that the hypogastric artery was unintentionally occluded during the deployment process and before runner retraction. There was a successful outcome and exclusion of the aneurysm. Despite repeated attempts, no add'l info is available. No add'l clinical sequelae were reported and the pt is reported to be fine.